Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: a review of the black box indicated that the data from the date of the complaint was unavailable for review due to continued pump use. A review of the current black box data did not show any evidence of short battery life. The pump powered on with the returned battery cap and current draws were within required specifications. The alleged battery life issue could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.